Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error for the last two days. The alarm was clearing all the settings out. Customer's blood glucose level was not reported. The customer was able to reprogram the insulin pump with all the settings and do a rewind. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display. Disassembled and reassembled the electronic assembly and fault went away; the problem was isolated to the electronic assembly. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, or verify e15 error alarm due to unexpected blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.